Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migration of essure device location of device: unknown"), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal") in a (B)(6) female patient who had essure (batch no. 689939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4 ((B)(6) 1998, (B)(6)1999, (B)(6) 2002, (B)(6) 2009) and miscarriage. Concurrent conditions included obesity, vomiting and fibroids. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced postmenopause ("post menopause"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and dysmenorrhoea ("lower abdominal pain monthly during cycle"). The patient was treated with surgery, surgery (ablation) and surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, postmenopause, dyspareunia, weight increased and dysmenorrhoea had not resolved and the menstrual disorder outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, postmenopause, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure procedure under IV sedative. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2016: 2 small fibroids ¿ cavity looks normal. Ultrasound scan vagina - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: lower abdominal pain, menorrhagia, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet and medical records received. Events added from pfs- post menopause, dyspareunia (painful sexual intercourse), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), weight gain, lower abdominal pain. Concomitant disease, lot number, historical condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migration of essure device location of device: unknown/migration of essure device location of device: location of right essure unknown") and menorrhagia ("abnormal bleeding menorrhagia/ abnormal bleeding (vaginal, menorrhagia)") in a 32-year-old female patient who had essure (batch no. 689939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4 (B)(6) 1998, (B)(6) 1999, (B)(6) 2002, (B)(6) 2009) and miscarriage. Concurrent conditions included obesity, vomiting and fibroids. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In march 2014, the patient experienced postmenopause ("post menopause"). In 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). In 2016, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal/ abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), weight increased ("weight gain/weight gain/loss (specify which one: weight gain)"), dysmenorrhoea ("lower abdominal pain monthly during cycle/dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery and surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, postmenopause, dyspareunia, weight increased and dysmenorrhoea had not resolved and the menstrual disorder, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, postmenopause, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure procedure under IV sedative. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2016: 2 small fibroids ¿ cavity looks normal. Ultrasound scan vagina - on (B)(6) 2010: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: lower abdominal pain, menorrhagia, dysmenorrhoea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migration of essure device location of device: unknown/migration of essure device location of device: location of right essure unknown") and menorrhagia ("abnormal bleeding menorrhagia/ abnormal bleeding (vaginal, menorrhagia)") in a 32-year-old female patient who had essure (batch no. 689939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4 ((B)(6) 1998, (B)(6) 1999, (B)(6) 2002, (B)(6) 2009) and miscarriage. Concurrent conditions included obesity, vomiting and fibroids. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced postmenopause ("post menopause"). In 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). In 2016, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal/ abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), weight increased ("weight gain/weight gain/loss (specify which one: weight gain)"), dysmenorrhoea ("lower abdominal pain monthly during cycle/dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery and surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, postmenopause, dyspareunia, weight increased and dysmenorrhoea had not resolved and the menstrual disorder, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, postmenopause, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure procedure under IV sedative. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded; ultrasound abdomen - on (B)(6) 2016: 2 small fibroids ¿ cavity looks normal; ultrasound scan vagina - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: lower abdominal pain, menorrhagia, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 22-jun-2018: pfs and mr received. Events per pfs: psychological or psychiatric problems condition: depression and mental anguish were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.